Event description:
In (B)(6) 2011, an aortic valve replacement was performed due to calcification and stenosis. This trifecta valve was implanted utilizing 13 interrupted sutures with pledgets. Four years post procedure, the patient presented with cardiac decompensation and atrial fibrillation. Echocardiogram documented aortic insufficiency, a moving flap of one cusp, and mitral insufficiency. The valve was explanted and during the procedure, the right coronary cusp was noted to be torn. It was reported there were no signs of endocarditis. A 23 mm tissue valve from another manufacturer was implanted. Cardiac ablation and mitral valve repair was also performed at this time. The patient was reported to be stable postoperatively.

Manufacturer narrative:
(B)(4). The results of this investigation concluded there were tears in all three cusps. There was fibrous pannus ingrowth on the inflow surface of all cusps, and the outflow surface of cusp 3. Special stains were positive for mixed organisms present on tissue surfaces, which was consistent with contamination. No inflammation or calcifications were present. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the pannus and tears remains unknown.

Manufacturer narrative:
(B)(4).